Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 407 mg/dl. It was stated that the insulin pump would be rewinding during the night and the next morning the customer woke up with high blood glucose. It was stated that the customer has been insulin manual injections for about a month and a half after a motor error alarm. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.